Event description:
It was reported that a balloon extends past the marker band occurred. A 2.50mm x 12mm emerge balloon catheter was advanced to the target lesion, however, the balloon extended past the marker band. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with no original packaging or other devices. The balloon was deflated, as-received. The inner shaft was flattened within the balloon and a length of 1 cm adjacent to the proximal edge of the proximal balloon bond. An inflation device filled with water was used to inflate the device to nominal pressure of 6atm to measure balloon to markerband alignment. All measurements were within specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon extends past the marker band occurred. A 2.50mm x 12mm emerge balloon catheter was advanced to the target lesion, however, the balloon extended past the marker band. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.